Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: the image could not be displayed due to the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken video cable; damaged fiber bonding in the outer tube area (distal end); and image was not displayed. There was no patient involvement.